Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation.   New information added to the following field: the device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event, lamp does not turn on. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured.  Based on the results of the investigation, a definitive root cause could not be identified. However, it is likely that the cause of the event was the faulty power supply unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the light of the visera elite xenon light source is not working. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.